Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/15/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: visual analysis of the returned product revealed that one opened sample product code j570 was received for evaluation. Upon visual inspection of the returned sample, the suture was received in two sections and stress, body fluids and damages at the surface could be observed, in addition the ends were observed cutted. After further evaluation crimping marks were observed on the surface suture possibly from a surgical instrument.the product code j570 contains absorbable suture, as the sample was received open, the time of exposed to the environment could not be determined and functional test cannot be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch.as part of quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that a patient underwent a corneal surgery on (B)(6) 2021 and suture was used. The suture broke when sewing in corneal suspension for strabismus. The surgeon changed the suture 6 times, each time the suture broke. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what tissue was being approximated or sutured when it broke? Suture broke during sewing corneal tissue, and also in the knotting process. Procedure date? (B)(6) 2021. Device return status/follow up? Noted. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent related to: 2210968-2021-11427, 2210968-2021-11428, 2210968-2021-11429, 2210968-2021-11430, 2210968-2021-11431, 2210968-2021-11432.